Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 1036 mg/dl. The customer was experiencing unexplained high glucose for the past several days. The customer stated that she was receiving multiple no delivery alarms and his blood sugar was going up. The customer stated that her glucose was 129 mg/dl at bedtime, and the customer woke the next day disoriented, then she was taken to the hospital. Troubleshooting was performed. Reviewed the alarm history and revealed multiple no delivery alarms. The programming, time, and date were correct. The customer stated that she uses the infusion set up to four days instead of recommended two to three days. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.